Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 one infusion set occlusion alarm occurred and insulin is blocked and pushed insulin slowly through tubing with plunger and insulin is exit from the tubing greater than normal resistance. No further information available.